Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis was not functioning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) identified that drawer 3 was causing the station to go down. The customer had already disconnected drawer 3 prior to the fse¿s arrival. The fse first disconnected drawer 3.1, but the station still did not power on. Upon reconnecting 3.1 and disconnecting 3.2 instead, the station powered on successfully. The fse then replaced the drawer controller board for 3.2 and restarted the station. A hardware test was performed using the application test tool, which completed without any issues. The station was restarted again to confirm full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis was not functioning. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.